Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during rewind/prime. Blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was performed. The insulin pump was not bumped or dropped and the drive support cap was normal. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.